Manufacturer narrative:
The manufacturer previously reported information received alleging a "service required" message occurred on a ventilator. The device was evaluated by service and the oxygen blending circuit board will be replaced to address the reported issue. The device was returned to the manufacturer for evaluation. During testing, the device failed, and the blower was replaced in response.

Event description:
The manufacturer received an allegation of a "service required" message occurred on a ventilator. The device was evaluated by service and the oxygen blending circuit board will be replaced to address the reported issue.